Event description:
It was reported that the autopulse system generated user advisory 2 and user advisory 45 errors and stopped compression. No adverse event reported.

Manufacturer narrative:
The battery involved in the reported event failed testing in the charger, and power levels could not be recorded. This battery was manufactured in 2008. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Based on the manufactured date, this battery has aged past the end of its useful life. No adverse event reported.